Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lavh - "voyant case form is attached in the email to show number of activation, cleaning, and alarms. Activation #20 was on the round ligament, had a bleeder on the uterine side. Activation #39 was on the uterine artery and had a bleeder on the uterine side. Activation #43 was on uterine artery and had a bleeder on the patient side. Activations #39 through #55 were trying to control bleeding of the uterine artery. Activation #113 was on the other uterine artery and had a bleeder on the uterine side. Activations #113 through #153 were trying to control bleeding. After activation #153 a ligasure 1637 was opened. Surgeon was able to control bleeding within two activations. Finished case with ligasure. Generator #200001098 used. For internal reference, no need to correspond with account. No credit or replacement needed." Patient status - "patient is fine".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. During functional testing, engineering activated the device on porcine arteries and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the event remains unknown as engineering was unable to replicate the event. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information rcvd from applied medical team member: activation #20 on the round ligament I would estimate to be about 1-2 mm. Activation #39 through #55, and #113 through #153 on the uterine arteries I would estimate to be about 2 mm. The jaws were cleaned 6 times during the case. After activation #53, #62, #74, #75, #80, #134. Surgeon did not notice an improvement with hemostasis if/when the jaws were cleaned. Middle and distal with respect to the jaw where insufficient hemostasis was observed. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. No eschar buildup on the jaws when the insufficient hemostasis was observed. No generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. No patient vascular pathology. No anticoagulation medicine to my knowledge. Device was not used on diseased or inflamed tissue.